Manufacturer narrative:
(B)(4).a follow-up medwatch repor will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and battery harness have been replaced. Additional: a service history review revealed that the device has been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery. It was discovered by service that the customer reported problem was a user-induced failure that occurred while running the device on (B)(6) 2011. This failure code interrupted delivery. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.